Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode and was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks within an eight month period. It was unclear whether these shocks were appropriate. Additionally it was noted that during a device consult, this device could not be read. This device has been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode and was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this patient received inappropriate shocks within an eight month period. It was unclear whether these shocks were appropriate. Additionally it was noted that during a device consult, this device could not be read. This device has been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode and was subsequently explanted and replaced. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.